Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "dr was using clip applier to clip the cystic duct to do a cholangiogram and the clip applier cut the duct and he could then not get a seal in the duct to perform the cholangiogram." Patient status - "surgery completed without cholangiogram, hemoclips secured the duct, good condition per dr notes".

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
From medwatch (B)(4) - "the event involved a patient who was undergoing a laparoscopic cholecystectomy with attempted intraoperative cholangiogram when the surgeon reported a misfire of clip appliers and cutting of the cystic duct. On (B)(6) 2016 the patient underwent the above procedure at the hospital. The surgeon's documentation revealed during the procedure it was determined the patient had very dense and thick adhesions that made it obvious the patient had chronic cholecystitis. The surgeon reported that he attempted to perform an intraoperative cholangiogram fluoroscopic imaging study and when the neck of the gallbladder, the stapler (clip applier) misfired anc actually cut the cystic duct. The surgeon described that he placed a second hemoclip across he cystic duct. Saline was reported to have infiltrated through the cystic duct and there was a leak from just above the clip where the stapling device had cut the cystic duct. The surgeon placed two clips across to see if he could control the leak but reported he could not. The surgeon then placed three clips across it but there was still leakage from above the lower clip. The reported it was obvious the he would not be able to do the cholangiogram as there was leakage of the saline from the cystic duct. The clips were taken off the cystic duct and the cholangiogram catheter removed. Next the surgeon documented that two hemoclips were placed across the cystic duct below he area where the clip applier had cut the cystic duct. The cystic duct was then clipped proximately and distally with hemoclips just underneath the neck of the gallbladder. Each structure was then divided between the hemoclips with the laparoscopic scissors. No other complications were reported and the surgeon documented the patient tolerated the procedure well. The patient was discharged home with prescriptions for pain, nausea and a stool softener with a planned follow up in the surgeon's office on (B)(6) 2016 for staple removal. Patient was not able to receive intraoperative cholangiogram due to cut cystic duct."